Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer did not open easily or automatically. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not easily pop open as expected, the user had to manually pull the drawer to open it. A field service engineer ran diagnostics, adjusted the drawer slides, performed extensive testing and resolved the issue. The system functioned as intended after the field service engineer repaired the device.